Event description:
During a coronary stent procedure of a pre dilated lesion, the shaft of the delivery/stent device broke during advancement, but was removed without incident. No patient injuries or complications occurred.